Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced increasingly severe pain / chronic pelvic pain, amongst non-serious events. Plaintiff underwent a hysterectomy, approximately eight months after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), dysgeusia ("metal taste in her mouth"), migraine ("severe migraine headaches"), alopecia ("excessive hair loss"), depression ("depression"), tooth disorder ("dental problems"), abdominal distension ("abdominal bloating") and pelvic discomfort ("severe discomfort"). The patient was treated with surgery (uterus removal in (B)(6) 2006). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, abnormal weight gain, back pain, fatigue, dysgeusia, migraine, alopecia, depression, tooth disorder, abdominal distension and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, menorrhagia, abdominal pain, dyspareunia, abnormal weight gain, back pain, fatigue, dysgeusia, migraine, alopecia, depression, tooth disorder, abdominal distension and pelvic discomfort to be related to essure (ess205). The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced increasingly severe pain / chronic pelvic pain, amongst non-serious events. Plaintiff underwent a hysterectomy, approximately eight months after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.